Event description:
Pt was implanted with a bard pevitex mesh to treat her uterine prolapse in 2004. She began having vaginal bleeding and discharge sometime in 2006. She consulted with a surgeon who after visual examination said the mesh had eroded through her vaginal wall. Part of the mesh has been excised while the most part of it remains in her. Pt says she cannot take the mesh out completely as it is the only thing holding her uterus in place. The bleeding has stopped a little but she is still experiencing constant vaginal discharge. She uses an estrogen cream vaginally to treat her symptoms.